Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 97714, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97740, serial#: (B)(4), product type: programmer, patient. Product ID :97754, serial#: (B)(4), product type : recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported she could not use her implants any longer because of issues in her back/neck, where seizures happen when the implants are on. Her doctor had not done any reprogramming to address it because the seizures/issues were bad. Indication for use included spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.